Event description:
Hamilton co was informed in march 2003 of an event that occurred in 2003, in which the hamilton microlab at +2 instrument reportedly did not pipette sample into well c9 and did not generate an error message. No death or injury resulted from this event.